Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 to 34 mg/dl at the time of the incident. The customer reported an unresponsive act button on the pump. The customer was setting a bolus before the low and is unsure if they over delivered due to an issue with the act button. The customer experienced symptoms such as shaking and fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also reported lows with hospitalization from (B)(6) 2017 to (B)(6) 2018 where the customer had levels of 40 mg/dl. The insulin pump will be returned for analysis. Pending ice check for svn for lbgs with hospitalization (B)(6).